Event description:
It was reported that the pk dissecting forceps instrument wire was noted to be frayed during reprocessing. No fragments fell into the patient, no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the drive cable was frayed. The pitch down cable is frayed at the distal clevis hub. Frayed strands stick out at the wrist. Other cables at wrist are not damaged. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however, the damaged cable cause or contribute to an adverse event if the failure mode were to recur.